Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller indicates that the device is loose in the pocket and she is concerned that it could flip over. Caller is concerned it could pull the leads out. Reviewed that there is always a risk of that with the implant. Reviewed to call the hcp office or maybe a nurse advice line to see if they have any advice until she can see the dr. Caller is concerned because her husband is onstrike, so she doesn¿t know if she has medical insurance. Caller asked for help to check device. Pt states she would like to speak to the rep about meeting her at her appointment at (B)(6) office on thursday, (B)(6) 2012. The ins may be flipped. Flip is not confirmed at this time. Patient reports she has noticed this for the past 2 weeks. Patient reports she has appointment on thursday nov. 15th to check ins. Patient states at this time she is feeling still and is still able to recharge. Patient states she would also like to have some reprogramming done on her left leg. Additional information was reported that the patient said that her device moves "but it's not all the way flipped, it's been going on for years, the pocket didn't hold up". The patient said she was scheduled to have a replacement surgery, but they lost their insurance. The patient said that she can still charge the implant, but in order to do that she has to hold it with her hand. And that this has been the case for several years. The patient also asked "do they have to change the wires when they replace the battery, they have been working so well". The patient was redirected to consult with their healthcare provider (hcp). No further information was reported.